Event description:
A customer reported that the insulin gauge on their device displayed an amount different than expected, with a discrepancy of more than 30 units between the displayed and expected amounts. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge and was advised by technical support to call back for further troubleshooting if the problem recurs. The customer also requested an email with links to cartridge load resources and acknowledged the provided instructions.